Event description:
Five days post index procedure, the patient had chest pain and palpitations at home. The patient had a sudden cardiac, died before reaching the hospital. There was likely evidence of a sub acute stent thrombosis. This was based on history. The stent thrombosis caused a q-wave, target vessel related, anterior myocardial infarction. Aspirin and clopidogrel were ongoing. A male patient was enrolled in the study in 2008 with 3-vessel disease. The main indication for this intervention was stable angina pectoris. The patient's heart rate at the beginning of the procedure was 63 beats/min and the blood pressure was 171/86 mmhg. The left ventricular ejection fracture (lvef) was greater than 50%. The first target lesion was a native, de novo, non-ostial type b2 proximal left anterior descending. The reference vessel diameter was 2.5mm and the lesion length was 12mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2 x 12mm balloon at 14atm and a 2.5 x 13mm cypher select plus stent was electively implanted at 14 atm with satisfactory results. The stent was post-dilated with a 2.5 x 8mm balloon at 20 atm as the stent was not fully expanded. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, type b2 mid right coronary artery. The reference vessel diameter was 3mm and the lesion length was 28mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 3 x 8mm balloon at 20 atm and a 3 x 33mm cypher select plus stent was electively implanted at 14 atm with satisfactory results. The stent was post-dilated with a 3 x 8mm balloon at 20 atm as the stent was not fully expanded. Post-procedure diameter stenosis was 0%. The patient's pre-procedure medications included: aspirin, statins, ace inhibitors, beta-blockers, and clopidogrel. The patient's intra procedure medications included: aspirin and clopidogrel. The patient's post-procedure medications included: aspirin, statins, ace inhibitors, insulin, beta-blockers and clopidogrel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-01307 and 9616099-2008-01309. Additional info will be submitted within 30 days of receipt.